Event description:
According to the literature source of study performed between august 2017 to april 2021 regarding a study to evaluate the impact of the use of a reinforced stapler with that of a standard stapler for closure of the pancreatic parenchyma during distal pancreatectomy on 199 patients. Patients were randomized in 2 groups for the use of a standard stapler or a reinforced stapler to close remnant pancreatic parenchyma. There were 99 patients in the standard stapler group and 100 patients in the reinforced stapler group. Postoperative complications included: intraoperative pancreatic stump bleeding after stapling, pancreatic fistula in 67 patients, and postoperative hemorrhage in 5 patients in the standard stapler group. Intraoperative hemostasis was required in 24 patients after stapling of pancreas. Diagnostic postoperative computed tomography scan was performed in symptomatic patients. Readmissions due to pancreatic fistula and hemorrhage were reported in 8 patients in the standard stapler group. Readmissions due to hemorrhage was also reported. A problem during the stapling procedure was reported in 5 patients in the standard stapler group, though problem was not specified.

Manufacturer narrative:
Concomitant product: unknown egia su, unknown endo gia sulu (lot#unk); unknown egiatrsrr, unknown reinforced reload (lot#unk); unknown endo gi, unknown endo gia instrument (lot#unk) title: effect of the use of reinforced stapling on the occurrence of pancreatic fistula after distal pancreatectomy source: annals of surgery / volume 276, number 5, november 2022 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.